Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 410 mg/dl (22.8 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated corrections were given but the bg level did not improve. The reporter stated that the pod was leaking after wearing the pod for 1 day, and upon removal of the pod, the cannula was no longer inserted in their leg. As treatment an insulin injection was administered via a pen and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.